Event description:
Pt presented for follow-up after implantation of stayfuse device. At this time the pt reported pain in the fourth digit of the right foot. Radiograph at follow up revealed that the stayfuse intramedullary fusion device which consists of a proximal and distal portion separated several weeks after the original implant in the fourth digit of the right foot in 2006. The surgeon elected to remove the implant and replace it with a k wire the following month. Four weeks later the pt had complete healing and fusion of the toe.